Event description:
The customer reported via phone call that he experienced issues with the sensor. The customer stated that he had received the lost sensor alert. The customer also experienced low blood glucose levels. The customer's blood glucose was 50 mg/dl and above. The customer explained that the low blood glucose was normal due to working out daily for a weight loss project. The customer declined troubleshooting for the low blood glucose and alert. The customer was advised that his sensor would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.